Event description:
This complaint is in reference to the alcon product air optix color contact lenses. As per the new information received during follow up in form of medical record, the consumer reported a serious ocular event involving the right eye, requiring multiple emergency room visits due to corneal complications and associated ocular findings, including reported retinal bleeding (later clinically described as hyphema), with a potential risk of requiring a corneal transplant if the condition did not improve. During follow-up, it was confirmed that the event involved the right eye, and the consumer is currently undergoing ongoing medical treatment. The consumer also reported complete loss or significant reduction of vision in the affected eye. Further details revealed that symptoms began after the consumer slept while wearing monthly contact lenses and had exposure to dust and wind, which preceded symptom onset. The consumer experienced eye pain, photophobia (light sensitivity), blurred vision, severe redness, and discharge. Upon ophthalmologic evaluation, the consumer was diagnosed with a central corneal ulcer and corneal abrasion of the right eye, with clinical findings significant for: dense central corneal infiltrate with epithelial defect, corneal edema and haze, mild hyphema (anterior chamber bleeding). The consumer was treated with intensive antibiotic therapy, including fortified tobramycin and moxifloxacin administered hourly, with documentation indicating gradual reduction in ulcer size over time. During the course of treatment, the consumer developed ocular hypertension (elevated intraocular pressure), presenting with severe eye pain and headaches. This required additional management with: oral acetazolamide, topical intraocular pressure¿lowering agents (dorzolamide/timolol and brimonidine/alphagan p). A b-scan ultrasound of the affected eye showed no retinal detachment, tear, or vitreous abnormalities, and served as a baseline for further monitoring. The consumer had multiple healthcare encounters, including urgent care and emergency visits with continued diagnoses of corneal ulcer and corneal abrasion, and was also treated with: ibuprofen (four times daily for 7 days), acetaminophen (every 6 hours as needed), lubricating eye drops. The consumer was referred to ophthalmology and retina specialists for further evaluation of hyphema and suspected retinal involvement, with multiple follow-up appointments scheduled. The consumer reported initial non-compliance with medications due to burning sensation but later confirmed adherence after counseling on the importance of compliance. At the time of reporting, the condition was noted to be improving, though ongoing ophthalmologic monitoring is required. Additional information has been requested but is not yet available.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).